Manufacturer narrative:
(B)(4). Batch # r57u97. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one ecr45b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please clarify, when the device was "stuck in a locked position and unable to be removed from tissue", how was the device removed? Were the device jaws eventually able to be opened? If yes, how were they opened? The stapling device was stuck on the appendix. During the firing. The device had to be pulled off the tissue and the jaws were never opened. They are in the locked position.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device was stuck in a locked position and unable to be removed from tissue. Unsure as to how the device was removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.